Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn quality control results were obtained on a vitros 5600 integrated system. The most likely assignable cause for the lower than expected vitros results is analyzer related. Several condition codes were observed during the same time frame as the increased imprecision. Following completion of service actions, acceptable dgxn within run precision results were obtained and no additional calibration related condition codes were noted.

Event description:
A customer observed lower than expected vitros dgxn quality control results obtained on a vitros 5600 integrated system. Br qc level 3: 1.6, 0.8, 1.5, 1.9, 0.8 and 1.8 ng/ml versus expected result of 2.5 ng/ml. Tdm qc level 2: 1.13, 1.15, 1.15, 1.18, 1.25 and 1.87 ng/ml versus expected result of 2.66 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegation that patient sample results were affected, however, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).